Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the customer reported "downstream occlusion" was not reproduced. A review of event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however the pump was working as intended thus no cause was determined and no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was not reproduced. A review of event history log revealed downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.